Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, evidence of a third party repair was observed during device evaluation. A definitive root cause of the reported no/abnormal image issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii ultrasonic bronchofibervideoscope experienced a no image issue. The event was identified during preparation for use for the intended therapeutic ebus (endobronchial ultrasound) staging procedure. The procedure was completed using a similar device. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
During the device evaluation, the following was found: there was damage to the distal sheath of the bending section cover, bending section cover glue. There was a no image displayed. The ultrasound image code was missing a signal. The evis switch function was faulty. The insertion tube was faulty. The scope connector and the electrical connector needed repair. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.